Event description:
It was reported that during a percutaneous coronary intervention for instent restenosis, removal difficulties and deflation issues occurred. The 90% restenosed target lesion was located in a moderately calcified and mildly tortuous proximal left anterior descending artery extending to the mid left anterior descending artery. A non-bsc guide wire crossed the lesion and the lesion was predilated with a non-bsc balloon catheter. Then a 16mm x 2.75mm taxus element stent delivery system was advanced and deployed. The stent was post dilated at 14 atmospheres, however, the balloon failed to deflate. In an attempt to remove the catheter from the patient, the catheter shaft was torn from the proximal part of the guide wire port, this led to deflation of the balloon. An attempt was made to snare the torn segment from the patient, however, this was unsuccessful and it remains in the patient. The procedure was completed with this deice. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same patient as 2134265-2013-04261. It was reported that during a percutaneous coronary intervention for instent restenosis, removal difficulties and deflation issues occurred. The 90% restenosed target lesion was located in a moderately calcified and mildly tortuous proximal left anterior descending artery extending to the mid left anterior descending artery. A non-bsc guide wire crossed the lesion and the lesion was predilated with a non-bsc balloon catheter. Then a 16mm x 2.75mm taxus element stent delivery system was advanced and deployed. The stent was post dilated at 14 atmospheres, however, the balloon failed to deflate. In an attempt to remove the catheter from the patient, the catheter shaft was torn from the proximal part of the guide wire port, this led to deflation of the balloon. An attempt was made to snare the torn segment from the patient, however, this was unsuccessful and it remains in the patient. The procedure was completed with this deice. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device noted a break in the hypotube located 1.23m from the catheter strain relief. The distal section of the device was not returned for analysis. Kinks were also noted throughout the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).